Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported, that the patient presented in clinic with swelling and redness on the site, due to infection. It was also noted, that the implantable cardioverter defibrillator eroded. And there is a possible vegetation on the leads. The transesophageal echocardiogram was inconclusive. The whole system was explanted. The patient was stable.